Event description:
Device malfunction: none. Symptom/ae: left ophthalmic artery infarction. Time of symptom/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the patient experienced a left ophthalmic artery infarct resulting in loss of vision in the left eye. No treatment was given and the visual loss is continuing. Though requested, no additional information was available.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was provided. Review of the device history record did not produce and findings relevant to this report. The rx acculink part# 1011343-30, lot# 6120651, referenced is being filed under another medwatch report.